Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose level of 528 mg/dl. Cause of bg level was unknown. Customer declined further troubleshooting therefore no additional information regarding the event could be obtained.